Event description:
The ge oec 9800 fluoroscopy sys had intermittent lock-ups. Reboot was required to restore functionality.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found corrupt hard drive that was removed and replaced to fix the no boot issue. The calibration files were restored and all nodes flashed. The sys was tested and found to be functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.